Event description:
The risk manager from the user facility reported four patients experienced toxic anterior segment syndrome (tass) following cataract surgeries. This report is being submitted as manufacturer report number 1119421-2006-00242. The other manufacturer reprot numbers are: MDR# 1119421.2006-00239 MDR# 1119421.206-00240 MDR# 1119421.2006-00241. In this case the tass developed the first postoperative day. The pt presented with cells and flare and complaints of decreased va. The pt had a vitreous tap with an injection of an antibiotic and steroid. Vitreous cultures showed no growth. The pt has had a good outcome following treatment. Two possible contibuting factors were identified by the reporter. The first was a breakdown in the delivery system for the enzymatic cleaner that resulted in the enzymatic cleaner being too strong. The second was possible residue left on the handpiece (denatured viscoelastic) as a result of difficulty cleaning the handpice.

Manufacturer narrative:
Evaluation summary: the complaint device has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number for the complaint product. Product history records were reviewed for the intraocular lens lot number identified. All documentation indicates the iol met release criteria. There have been no other complaints received for iol lot number provided.